Event description:
On (B)(6) 2017, the lay user/ patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reverting to setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter began reverting to setup mode on (B)(6) 2017. The patient manages her diabetes with lantus and humalog insulin which she self-adjusts. No changes to her usual diabetes management routine were reported following the start of the alleged issue. The patient reported that one hour later, she developed symptoms of dizziness, lightheaded and stumbling. She reported that she self-treated her symptoms by drinking orange juice. She denied using any other device to test her blood glucose levels. At the time of troubleshooting, the cca noted that the meter was not being used for the first time, and based on the information provided, there had been no trauma to, or misuse of, the product. The cca walked the patient through resolving the issue, but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Dizziness, lightheaded and stumbling, after the alleged issue began.